Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-24293. It was reported the pt has stopped receiving any stimulation therapy from her scs system. An sjm rep met with the pt and a system diagnostics revealed all of the scs lead contacts are invalid. The pt did not report any falls or traumas. X-rays have been ordered. No additional info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.